Manufacturer narrative:
(B)(4). According to the complainant, the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was implanted in the common bile duct (cbd) during a stent placement procedure performed in a benign liver transplant patient on (B)(6) 2018. Reportedly, the lesion was located in a liver transplant anastomosis. According to the complainant, on (B)(6) 2018. During a stent removal procedure, the stent was fractured while withdrawing the stent with a snare. Reportedly, a part of the stent was lost in the bowel, and the other part was still in the common bile duct. Another wallflex biliary fully covered stent was placed within the remaining section of the stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be okay.